Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device was alarming "no disposable-clamp tubing." The cassette was removed and the tubing was massaged. Two small air bubbles were noted in the tubing extending over the top of the cassette. The patient wiped contacts on the bottom of the pump. Patient was unable to restart the pump, and then the pump alarmed, "no disposable-pump won't run." There was no patient injury.